Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733686, serial/lot #: unk, UDI #: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a 3-4 millimeter imprecision was observed when attempting to verify accuracy with a green awl and the probe was noted to be off to the surface of the pedicle in the application software. The issue was noted to have occurred following a registration image acquisition with the medtronic imaging system in the operating room (or). A second image acquisition was conducted with a new instrument tray as well, which was reported to have restored functionality. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis was found to be inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.